Event description:
The report stated that during a radio frequency ablation procedure, the initial ablation of one of the lesions was completed but the generator stopped during the second ablation. Although they checked the output control it would not work. So, they shut the entire system down and restarted it. However, the message on the screen stated "coagulation complete press timer reset." Pressing timer reset and changing a needle to get it working failed. They had to reschedule the procedure since only one of the two lesions was treated.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. Further info and the sample have been requested. If the sample is received or, if additional info pertinent to the incident is obtained, a follow-up report will be submitted.